Event description:
It was reported there was loss of power. Medwatch report from maude (manufacturer and user facility device experience) further reports upon physician examining the patient, the pacemaker was found to be shut off. The pacemaker was turned back on and was noted as functioning properly. The day shift nurse noticed later in the day that the patient's ECG (electrocardiogram) waveform did not have the expected pacemaker spikes. She checked the pacemaker and found it to be shut off. She replaced the battery and noted the unit was functioning properly. She also noted that the patient remained stable throughout the estimated 15 minutes that the unit was off. It was also reported in 2008, a nurse found the pacemaker was turned off and estimated that it had been off for approximately one hour. The physician was notified and the pacemaker was changed out with another unit. The nurse noted that the patient was stable throughout the event. No patient complications were reported as a result of event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.